Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed a hemorrhage at the impella access site. The reported information states the event was cause by the impella device, patient status, and concomitant medication. The patient received 10 units of red concentrated cells, 10 units of fresh frozen plasma and 10 units of platelet count. Additionally, surgical hemostasis was applied, and treatment was escalated to impella 5.0. No further information was provided.